Event description:
Patient with ventricular tachycardia. Patient's automated implantable cardioverter defibrillator (aicd) fired 60 times. Device was interrogated by st. Jude's technician. With the multiple firing, the battery life depleted significantly. Patient's aicd was replaced. No patient harm.